Event description:
It was reported that the cement hardened after only 1min and 30 seconds. The cement was stored in 21 temp.

Event description:
It was reported that the cement hardened after only 1min and 30 seconds. The cement was stored in 21 temp.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Not returned to manufacturer.

Manufacturer narrative:
Visual inspection and functional testing was completed on the three retain samples of this lot. The results were satisfactory and within specification. The event was not confirmed. Bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there was one other reported event for this lot and it was determined that the product was found, in terms of manufacturing and functionality, to conform to specification. This investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retain samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the product at the time of mixing and by the temperatures of the utensils with which it contacts during mixing. It is important to note that for 12-24 hours prior to use in surgery, the product components should be kept at ambient or temperature. Another key factor is that vigorous mixing may accelerate the polymerization of the cement.